Event description:
It was reported that when the patient presented for a follow-up, loss of capture and high capture threshold were observed. A chest x-ray was performed and revealed the lead position to be similar to the position on (B)(6) 2018. Tachy therapy was programmed off. The lead was later explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.